Manufacturer narrative:
A review of the device history records was conducted and all processes and test criteria are within the medpor implant specification.

Event description:
The patient stated that he received a medpor right small design m malar in (B)(6) 2010. The patient stated that he has an infection called (B)(6). The patient stated that he has had this infection over several months. The patient stated that a part of the implant is exposed and "gets washed" with poly hexamid, serasept 0.04% on a daily basis.